Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06642. It was reported that multiple episodes of inappropriate auto-mode switch (ams) caused by far r-wave oversensing were observed via remote transmission. During the mode switching, the patient was not ventricular pacing as much as they would otherwise. Programming changes were made.